Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The bolus wizard functioned properly. No bolus anomaly was noted during testing. The device was received with a scratched case, scratched display window, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose of 39 mg/dl the night before and high blood glucose of 488 mg/dl the morning of the call. The customer mentioned that she has had adverse events on three occasions. She stated that the doctor printed out the carelink reports and it showed that she entered a high amount of carbohydrates that she is not eating or entering in the insulin pump. The customer declined troubleshooting and requested the insulin pump to be replaced. The device was returned for analysis.